Event description:
A single transseptal cryoablation procedure was performed with the arctic front and achieve catheters. After five ablations were performed, the physician saw a small effusion and the procedure was stopped. The pericardial effusion was confirmed by echocardiogram. The patient remained with stable vital signs. Echocardiogram was repeated 30 minutes later and showed no increase in the size of effusion. As per the physician, the patient was stable and they would continue to monitor.

Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.